Event description:
The rptr stated that rptr's meter result was inconsistent with the symptom of frequent urination rptr was experiencing. Rptr had a meter reading of 9 mg/dl. On follow up, the rptr stated that rptr had been using expired test strips and control solution. No harm was alleged.